Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
During a lead revision procedure for dislodgement on (B)(6) 2017 this lead was cut. It was decided not to replace the lead but plug ventricular port and program aai. No adverse patient events were reported.